Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center, no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Moreover, the device had dust contamination. Additionally, the device had displayed error code e063 err_stuck_knob_key. Lastly, the device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.